Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer's mother, that the buttons on the insulin pump are unresponsive. Customer's blood glucose level at the time 280mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
All buttons function properly. No keypad anomaly noted. The connector on lcd board was inspected and no anomaly noted during visual inspection. The insulin pump was received with cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.